Event description:
It was reported that externalized conductors were observed. The lead was cut and capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead measuring 11.5cm from the proximal end was returned for analysis. The portion of the lead that was returned was normal. Without the return of the entire lead, a complete analysis could not be performed.